Event description:
The user reported that a smartsite that was attached to a baby's peripheral arterial line snapped off when they tried to connect a syringe to access blood. The smartsite had been in use for less than 72 hours according to the report. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation, it has not been received. A follow up report will be submitted if further info is obtained.